Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported on (B)(6) 2020 when she woke up she said that it felt as if the charge had run out. The patient thought that it was odd since she had just charged her ins one day prior. The patient checked the ins with the programmer and would not connect to the ins. The patient reported seeing the doctor screen and a power on reset (por) message. The patient verified with the patient that it is the informational por message. The patient was walked through clearing the por message with the patient programmer and the patient was able to turn the stimulation back on. The patient stated that the stimulation was too strong initially and she felt it shock her, but she was able to turn it down and feel relief while on the phone. The issue was resolved while on the call. The patient also noted that she recently went through a security gate. The patient's medical history includes back pain. No further complications were reported. No additional patient symptoms were reported.